Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) identified that the half height drawer 2.2 was not sensing as closed. Fse reseated the cable, but the issue remained unresolved. Fse then replaced the pyxis bus controller card and ran a firmware update to resolve the issue. Fse also identified debris and medication under the pocket during preventive maintenance. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 was jammed and not opening. User tried recovering and rebooting but no go. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.